Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient reported that half of the broken sensor wire remained in the skin. There were redness, inflammation/ swelling and bleeding in the area. The patient went to the emergency department (ed) unaccompanied at approximately 9:30 pm. The patient underwent an x-ray, which was followed by a procedure to remove the retained sensor wire fragment, (an incision was made in the skin to remove the wire). Following the procedure, a bandage was applied to the affected area. No medication was administered. The patient was discharged and returned home at approximately 11:30 pm. No other details were documented. At the time of report, the patient¿s condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).